Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the orange port was missing from a 23 gauge vitrectomy pack trocar cannula. This was noted upon opening the pack during set up. The product was replaced without consequences. There was no pt involved in this event. A product sample has been requested for evaluation.